Event description:
Customer reported experiencing high blood glucose of 400 mg/dl. Treated with a bolus and it went over 500 mg/dl. Then at night her blood glucose was 700 mg/dl. Customer reverted to back up plan and it went back down. Customer stated the infusion set had a bent cannula. Customer's current blood glucose was 115 mg/dl. Troubleshooting was performed. The derive support disk was normal. Manual prime was performed and insulin did exit. Settings on the device were correct. The insulin pump passed high pressure test. Customer was advised to change the entire set. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.